Manufacturer narrative:
Reported event: an event regarding disassociation & fretting involving a rejuvenate stem was reported. The event was confirmed by the clinician review. Method & results: device evaluation and results: the device was not returned. Visual inspection of the received image of the device noted the trunnion severely worn. The stem body is covered with blood. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which noted that," the event was confirmed. There was failure of the head trunnion interface with disassociation of the head form the stem and severe trunnion wear leading to revision. The root cause cannot be determined without additional medical records and perhaps examination of the explant." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's left hip was revised due to mechanical failure of the femoral stem's trunnion and femoral head interface. The available medical records were provided to the consulting clinician for a review which noted that the event was confirmed. There was failure of the head trunnion interface with disassociation of the head form the stem and severe trunnion wear leading to revision. The root cause cannot be determined without additional medical records and perhaps examination of the explant. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient is asymptomatic. Update (B)(6) /2021: as reported : "revised left hip due to mechanical failure of the femoral stem's trunnion and femoral head interface. No implant records is available on the hospital's system. I have photos of the failed implants and the primary operative report. No other information is available from the hospital." Rep provided the primary operative report, pre-revision x-ray showing head dissociation, and explant pictures.